Event description:
It was reported that there had been a reduction in patient's pain relief for approx. 1 year. A catheter dye study was conducted. It was stated that they were not able to aspirate but were able to force dye through the system. It was decided to replace the pump and revise the distal section of the catheter. The revision was stated to have been performed as of the date of this report. Following replacement the new desired daily dose was lower than the lowest flow rate that the pump could run at approx. 2 mg/day. Patient was kept in the hospital overnight and per reporter 17hrs later after the new pump was turned on and start of dose, patient felt awesome, best is over a year. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).